Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis approximately three to four weeks ago. The caller stated that she gave the customer some infusion sets to try, but they may have been for a different model insulin pump. The caller stated that the customer's hospitalization was due to non-compliance and poor diabetes control. The caller stated that the customer suffers from mental health issues, and is in denial about her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.